Event description:
It was reported that the atrial lead exhibited high thresholds. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092 implantable pacing lead - 2009 (B)(6). (B)(4).